Event description:
The hosp reported two incidents where they went to use the sims resuscitator on pts and found that the masks were missing from the polybag. According to the hosp, one incident they immediately replaced the mask and continued the case. The other incident the pt was intubated with an endotracheal tube. The hosp reported that in both incidents there was no harm to pts.

Manufacturer narrative:
Disclaimer statement the submission of this or any other info to the food and drug administration by sims portex inc. Pursuant to 21 cfr part 803, nd the public release of such info, does not constitute an admission by the company that a sims portex inc. Device has malfunctioned, not does it establish the existence of any causal connection between a sims portex, inc. Device and a reported death or serious injury.